Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with an alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the driveshaft, rotor and etched spindle housing was identified as the probable cause of the overheating reported.